Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Functional tests which passed but failed the three accuracy tests.the device was found to over infuse. The root cause of the reported issue the pump was found to be overdelivering to the manufacturing specification.. Actions were taken to mitigate the reported issue: the expulsor was trimmed and the air detector was replaced for preventive measure.

Event description:
It was reported that when the nurse went to replace the pump it alarmed with "please take cassette off and replace correctly". No patient injury was reported.